Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2024, that on (B)(6)/2024, the customer experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2024. Date of event is an approximation. The patient experienced a skin reaction with rash, redness, infection, and inflammation, underneath sensor pod area only, which occurred after the sensor had been inserted in the arm. It was stated that the patient was seen at the hospital on (B)(6)2024. The specialist confirmed the infection, noted redness and swelling and the patient was prescribed antibiotics. It was stated that it was not known if these antibiotics were prescribed orally or per injection. An ultrasound was done on (B)(6) 2024 two days after the doctor was seen to ensure there were no blood clots. The patient stated that the ultrasound confirmed that there were no blood clots. Further treatment included compression and band-aids. At the time of the report the patient was feeling okay. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available. No additional event or patient information is available.